Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed wear use in the entire device. It was observed that the needle presented the tip down. The plastic sleeve was removed to verify the integrity of the device and the deployment shaft was found bent, suture and implants were not attached to the device. Finally, the red trigger was reviewed, and it performed as intended. The pusher rod that placed the implants was also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 8l16669, and no nonconformances were identified. According with the visual inspection results, this complaint cannot be confirmed. The root cause cannot be established for the issue experienced by the customer. A possible root cause for the deployment shaft bent could be related to procedural variables such as not inserting the needle to the proper depth for deployment, an axial misalignment or bending force applied to the tip during procedure may cause the deployment shaft condition. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in france that during an anterior cruciate ligament reconstruction with meniscal repair procedure on (B)(6) 2022, it was observed that the truespan meniscal repair system peek 12 degree device had an actuator issue. During in-house engineering evaluation, it was determined that the deployment shaft was bent. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.